Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number:(B)(4), batch/lot number: 19265789, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patient was having lead migration. The patient underwent a lead revision procedure.